Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147425 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147425 and test base part number 195-430h / lot 141443a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147425 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false-negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. The customer reported " a faint pink control line and nothing on the sample line'. The customer stated he's symptomatic and has been experiencing symptoms since (B)(6) 2021 and have been on medication. Unfortunately, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous reported events. Please see updates: g3, g6 and h2. This supplemental report is being submitted to correct the previously reported event of a false positive result. Further review of the case determined that there was no allegation of a product malfunction or false positive.